Manufacturer narrative:
Batch review performed on 1 february 2019: lot 104638: (B)(4) items manufactured and released on 14-mar-2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
Revision surgery performed, after 6 years and 5 months from the primary, due to aseptic loosening of the stem.

Manufacturer narrative:
Visual inspection performed by r&d project manager: visual inspection highlights bone residual on the whole length of the femoral stem. This suggests good osteointegration. Few scratches on the neck region (probably due to removal procedure) and a deep mark of unknown reasons. It is not possible to determine an implant-related failure root cause.